Manufacturer narrative:
The customer was unable to read the product information on her bottle of test strips. W/o the lot number, it's not possible to determine the manufacture or expiration dates. It's also not possible to know the 510k number w/o the product information.

Event description:
The customer received a blood glucose reading of 148 mg/dl from her contour meter and a reading of 86 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.